Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm. Customer's mother reported changing their infusion set, but the alarm persisted. Customer's blood glucose was 192 mg/dl. The customer's mother also stated the alarms were resolved by a complete set change in the past. The mother was also able to determine the alarm was caused by a defective reservoir. Customer declined to return their products for analysis. No additional information provided.